Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 801 module. On (B)(6) 2024, the initial result was 334 ng/ml. The doctor questioned the result and the customer repeated the sample. On (B)(6) 2024, the sample was repeated and the repeat result was 20.7 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace showed 173 sample quality related alarms over the past 30 days. The investigation is ongoing.